Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water nozzle could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely the result not being able to reprocess the device according to the IFU recommendations due to the leak from the channel and foreign material remained. The event can be detected/prevented by following the instructions for use sections below: ¿·chapter 3 preparation and inspection¿ ¿·3.3 precleaning¿ ¿ ·3.5 manual cleaning describes preventive measures¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. There was foreign material noted on the nozzle. However, it was not possible to identify when the foreign material had been present in the nozzle. There was a possibility that the subject device was used on the patient with the foreign material attached. It was also possible that insufficient or incorrect reprocessing had been done as multiple parts were dirty, particularly the control unit, lock engagement knob, scope connector cover, right/left knob, and up/down knob. There was leakage from the channel, thus the suction function was not checked. The channel tube was also noted to be damaged so water tightness was lost. Additional findings included scratched objective and lightguide lenses, shaved plastic distal end cover, worn off and detached adhesive on the bending section cover, discoloration on the connecting tube, dented scope connection cover, scratched and buckled universal code, shaved suction cylinder, failure of the bending angle in up/down/left/right direction and up/down/right/left play of the knob to meet the standard value due to wear of the angle wire, and damaged charge coupled device causing black dots on the image. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the suction channel block of the gastrointestinal videoscope was not working during reprocessing. On further inspection, there was a leak and restriction noted on the suction channel, wear of the bending section cover, and discoloration of the insertion tube. The customer returned the device to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was an unidentified yellowish-brown foreign material in the nozzle. This report is being submitted for the reportable event found during evaluation. There was no harm or user injury reported due to the event.